Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the field representative had concerns of loss of capture (loc) on this pacemaker. Additionally, undersensing was noted on the right ventricular (rv) channel. Technical services (ts) reviewed the information and noted that capture could not be confirmed as the t-waves on the electrogram (egm) were flat. Ts indicated this does not necessarily indicate loss of capture. No adverse patient effects were reported. This pacemaker remains in service.